Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2024 and barbed suture was used. The problem of pulling off suture needle happened when suturing the uterus. Changed to another one to complete the surgery. The needle did not fall into the patient. No adverse patient consequences were reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one detached needle and suture that pertain to product code sxpp1a401. During the visual inspection of the sample, short insertion was observed in the strand. The needle was examined, the swage and attachment area were noted as expected. The barrel hole was inspected under magnification, and no suture remnant was found. The analysis concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.